Event description:
It was reported that during the procedure, physician used guided the subject stent to the catheter. Physician noted device felt unusual and delivery had felt uncomfortable. The subject stent was then collected into sheath, however subject stent delivery wire was found to be ruptured. Physician proceeded to replace the subject stent and catheter with similar products. The procedure was completed successfully with no clinical consequences to the patient. No further information was provided.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the stent was seen to be stuck in the catheter hub of another brand, it could not be removed and was extremely damaged in the process of trying. The subject stent delivery wire (sdw) was broken/fractured. A functional test was not carried out due to the condition of the returned device. The sdw was seen to be broken and the stent had deployed. This can confirm the as reported event. The as reported as well as the as analyzed events will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, physician used guided the subject stent to the catheter. Physician noted device felt unusual and delivery had felt uncomfortable. The subject stent was then collected into sheath, however subject stent delivery wire was found to be ruptured. Physician proceeded to replace the subject stent and catheter with similar products. The procedure was completed successfully with no clinical consequences to the patient. No further information was provided.